Event description:
It was reported that during a ptca treatment procedure involving a 100% stenotic lesion, the balloon would not inflate at second dilatation. No patient injuries or complications were reported.